Event description:
It was reported that this right atrial (ra) lead presents a nonspecific issue allegation. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction field h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead presents a nonspecific issue allegation. The lead remains in service. No adverse patient effects were reported.